Event description:
The customer called to report she had experienced high bg's (366-497 mg/dl) while wearing a pod despite having administered a correction bolus. No alarm, cannula kink or any product malfunction was reported. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak, which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.